Event description:
The analyzer produced a potassium result of 7.02mmol/l on a pt sample. The same sample repeated produced a potassium result of 3.66mmol/l. The sample was re-analyzed several times and all repeat results matched the initial, elevated result. The 3.66mmol/l result was not reported to the floor. There was no report of pt harm as a result of this occurrence.